Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that system was not accurate with the resin head model, but it was suspected that the model is slightly deformed. The representative came back and tested with another model and showed that the issue could not be replicated. The system then passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used intra/peri-operatively of a functional endoscopic sinus surgery (fess) procedure. It was reported that the surgeon felt inaccurate by about 2 mm posterior. Surgeon was on the sinus bone and the cross-hair were 2 mm anterior of where the contact was being made. The representative stated that majority of the sinus was green with 1.7 mm registration. Technical services (ts) analyzed the archives and stated that it was loaded onto the navigation system with 1.2 without any issues. There were multiple exams but only one contained registration data. The 3d model was slimmed down, maybe even more so than typical models. This proved to cause a problem since majority of the traces. Although had passing metrics, they were done in unconventional areas (soft tissue anatomy). This is evident when turning the transparency down and saw lots of points under the skin. There a less than 1-hour delay to the procedure and no impact on patient outcome.

Manufacturer narrative:
A software investigation analysis was initiated to determine the probable cause of the issue through log analysis. Analysis found that logs and archives were reviewed but provided no indication that a software anomaly contributed to the behavior. Analysis found that the software functioned as designed. If information is provided in the future, a supplemental report will be issued.